Event description:
The customer reports an observation of an elevated atellica im prostate specific antigen (psa) result which was discordant relative to clinical expectation and repeat testing on alternate methods. An initial elevated result was obtained for one (1) patient sample. The initial elevated result was reported to the physician, who questioned the result since the result was inconsistent with the patient's clinical condition . New samples were redrawn from the affected patient and tested on two (2) alternate laboratories (methodology unknown), and obtained lower results which were considered correct since they matched the patient's clinical condition. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
An outside of the united states (ous) customer reported an observation of an elevated atellica im prostate specific antigen (psa) result which was discordant relative to repeat testing on alternate methods. Quality controls (qc) recovered was within the customer established ranges on the day of event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the issue.

Manufacturer narrative:
MDR 1219913-2025-00045 was initially filed on 03-mar-2025. Additional information (13-mar-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states (ous) reported observation of an elevated atellica im prostate specific antigen (psa) result which was discordant relative to clinical expectation and repeat testing on alternate methods. Siemens evaluated the instrument data and the information provided by the customer. Siemens has reviewed the reagent and sample probe trace files from the patient in question and there was no evidence of a reagent probe issues with aspirating and delivering the psa reagent and no evidence of sample probe aspirating and dispensing the sample in the cuvette. The assay's instructions for use (IFU) states the following, under limitations section: " the atellica im psa assay is intended to be used as an aid in the detection of prostate cancer and as an aid in the management (monitoring) of prostate cancer patients, in accordance with current clinical practice guidelines. These guidelines define biochemical recurrence of prostate cancer as a detectable or rising psa value post-radical prostatectomy that is = 0.20 ng/ml (g/l) with a second confirmatory level of = 0.20 ng/ml (g/l), thus use of psa values < 0.20 ng/ml (g/l) is not recommended to identify patients at risk of biochemical recurrence of prostate cancer." The assay's instructions for use (IFU) states the following, under warning section: "the concentration of total psa in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for total psa used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of total psa is changed, the laboratory must perform additional testing to confirm baseline values.¿ reagent issues were ruled out based on the review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for further investigation was not possible as the sample volume is insufficient. Based on the available information, the cause of the discordant result cannot be determined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.